Event description:
Rec'd telephone call from sales person who informed user error related to use of series 9000 dry bicarbonate with series 4000 acid and cobe c3 dialysis machines. The clinics should have used series 4000 bicarbonate with series 4000 acid in cobe machines. The series 9000 bicarbonate is clearly labeled as requiring a different dilution than the series 4000 and as "for use with 9000 acid concentrate and with compatible equipment, (not cobe c-3). Subsequently rec'd a copy of a newspaper article from the "oregonian" which reported that due to the error, it was 85 pts were dialyzed with the wrong concentration of bicarbonate. One pt required hospitalization. Due to the adverse events, an investigation including record and label review will be performed. Tried to obtain info regarding pts on 2/22/99, 3/2/99, 3/8/99. Unable to obtain info. Will file MDR based on literature and sales person info.